Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. An increase on system impedance measurements was noted but it was still within range. This device remains in service. No additional adverse patient effects were reported. At a later date, x-ray imaging was performed and ts was consulted but the images were inconclusive to determine the system position. Ts discussed therapy delivery efficacy given that the current impedance values were high within range. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered one shock as inappropriate therapy due to oversensing of noisy signals. Technical services (ts) was consulted and discussed stored data as well as device programmed settings. An increase on system impedance measurements was noted but it was still within range. This device remains in service. No additional adverse patient effects were reported.